Event description:
Caller states that a pt tested 1.5 inr on the device while the lab drawn for comparison returned as 2.4 inr. The same pt reportedly tested 1.3 inr on the device while a comparison lab draw read 2.5 inr during additional testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.